Event description:
Blood leaked back into the system 97 pump and the iab was removed. No second iab was inserted. No alarms sounded. The following was rpt'd to datascope on 8/12/97: there was a dampening of the waveform with no pump alarms. The nurse checked the iab for kinks at the insertion site. At this time, blood was noted in the tubing and iabp. Event complications: unk - rpt'd 7/24/97; none - rpt'd 7/29/97. Pt current status: unk - rpt'd 7/24/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.